Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13468. The patient has two leads from the same lot number. The patient reported he had turned off his stimulation for a couple of months to recover from a recent spinal fusion surgery. The pt reported he had felt heat at his ipg pocket site when he starting using his stimulation again. The patient had also stated the heating at his ipg pocket site occurred anytime his stimulation was on for more than 1 hour. A full lead diagnostic test revealed all contacts except one had low impedances, however, there were no invalid impedances. It was noted the patient still had stimulation coverage. Fluro images revealed no anomalies. The patient¿s physician reviewed his x-rays and felt the area may have been compromised during the patient¿s spinal fusion surgery. Surgical intervention may be taken at a later date to address the issue. It was also noted the patient received a new low energy charger.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.